Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a loop electrode was found to be broken a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the loop electrode. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that tip of the high frequency (hf) resection electrode fell out into the patient's uterus. Forceps were used and the dislodged fragment was recovered from the patient which caused a procedural delay during sedation of about 5 minutes. The procedure was completed by replacing the tip with another hf resection electrode device. There were no reports of further patient harm.